Event description:
It was reported that the patient presented to the clinic after feeling phrenic nerve stimulation. Upon interrogation the atrial lead exhibited a sensing anomaly and intermittent loss of capture. The lead was reprogrammed. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis found normal device characteristics.

Event description:
New information notes the patient presented to the clinic with chest pain. During interrogation the atrial lead exhibited unacceptable thresholds and was dislodged. The lead was explanted and replaced on (B)(6) 2014.